Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro was giving variable readings. Customer is not happy with his meter. He took a test and got 27 and knew his glucose was not that low so he took another test within a couple of minutes and he got 127. He is storing strips in bedroom and using a new lancet every time he is washing hands. Controls not used. Replacing product.